Event description:
A hospital in (B)(6) reported that two mr290 autofeed humidification chambers were leaking. No patient consequence was reported.

Event description:
A hospital in the netherlands reported that two mr290 autofeed humidification chambers were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to retrieve the complaint devices and are also seeking further information about the reported problem. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: nine complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) and were visually inspected. There was one chamber each from lots 101213, 110702, 110728 and 110805, two from lot 111104 and three from lot 110808. Results: visual inspection revealed that eight of the chambers were cracked around the bracket, two were cracked below the baffle and five of the chambers had dents in their bases. Varying amounts of residue were found on the exterior of the chamber domes, in the vicinity of the cracks. A lot check revealed (B)(4) other complaints of this type for lot number 110805 and (B)(4) other complaint for lot 111104. Conclusion: we have recently completed an investigation into the cracking of the mr290v chambers. Our investigation results indicate that the cracking observed on the chambers from the reported complaint was most likely caused by environmental stress cracking due to the chamber domes coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned devices, the residue present on the chamber domes indicates that the domes came in contact with cleaning solutions containing ethanol, which contributed to the cracking of the chamber domes. It is also possible that the dents in the bases of some of the chambers caused stress on the domes, which also contributed to the cracking. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4).